Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. Treatment and outcome of the peritonitis event was not reported. The action taken with dianeal therapy was unknown. Additional information was requested but is not available. This is report 3 of 3 involved in this event.